Event description:
Pt's mother was instructed how to use the elastomeric pump to administer antibiotics to her daughter. She began having problems reconstituting medication and mixing it back into container, leaking medication. Improper mechanism to release fluid into medication vial. Pt was receiving two other antibiotics, using prefilled pumps without problem.